Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-04428. The pt received her scs system on (B)(6) 2011. It was reported the pt's scs system was to be removed due to infection. Follow up identified the infection was at the ipg pocket area. The physician felt the issue could be device related. The system was removed on (B)(6) 2011. Intervention included debridement and IV antibiotic. With follow up it was reported the pt was well.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: a review of the DHR found a nonconformance related to the product; however the identified nonconformance did not affect product integrity or product functionality. The device was, therefore, approved for use. The DHR anomaly is not related to the alleged complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.